Manufacturer narrative:
Upon further review of the file, it was determined that the cassette did not have any issue but a standalone auto gas filler product had issue for that no reports needs to be submitted. The initial report was submitted in error. No further reports will be scheduled under mfg report num 1644019-2024-00687. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review of the file, it was determined that the cassette did not have any issue but a standalone auto gas filler product had issue for that no reports needs to be submitted. The initial report was submitted in error. No further reports will be scheduled under mfg report num 1644019-2024-00687.

Event description:
A physician reported that the tube came off due to pressure of gas during vitrectomy surgery. The surgery was completed by using another product from different lot. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).